Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there were loose particulate(foreign substance) larger than 0.60mm2 and a hair-like substance found in the sterile package. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record for 00515018300, lot number 63494777, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. The returned product was still sealed and the particulate was within the sterile packaging. This complaint is confirmed. The root cause of the reported event is a failure of the manufacture process. Particulate was captured inside the sealed sterile packaging. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.